Event description:
Affiliate reported that both implants had to be explanted because they were not functional, probably due to protein concretion. Additional information from the affiliate was received and was explained that both implants are of the same product code (lot number is unknown) and both devices belong to the same patient.

Manufacturer narrative:
It was communicated that the device is available for investigation. Upon completion of the investigation a follow up report will be filed.